Event description:
The device was used during a laparoscopic gastric bypass procedure. It was reported that the device worked during the first firing, but on the second firing the knife would not go through the cartridge. There was no pt consequence. The case was completed by using a new device.

Manufacturer narrative:
D6: device returned with no lot# ID. Facility experienced an event with your endopath endoscopic linear cutter while performing a gastric bypass. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972617. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition; 20% fired. Cartridge returned batch #; ed0067. Condition of knife, condition of wedges, firing handle condition, and is knife present; good. Lockout indicator; fired. Staples present in instrument; no. Functional tests & results: was instrument cycled; no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a broken firing belt. No conclusion be reached as to how this damage occurred. Each instrument is evlauated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.